Manufacturer narrative:
(B)(4). Instrument b: (B)(4). The analysis results found that the tsw35 device (a) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded on the device without difficulties and did not fall out during the functional testing. Event could not be confirmed as no cartridge was received for analysis. The analysis results found that the tsw35 device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test reload was loaded in to the device without any difficulties and did not fall out during the functional testing. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure the device was placed, the jaw around the mesoappendix and the cartridge was loose and popped out of the jaw. They snapped it back in the device and it popped out again. They then used a second device and the cartridge popped out a third time. The rep came into the room as they were reloading the cartridge and this time it fired and cut properly. There was no patient consequence reported.